Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a port placement procedure involving a bard mr-compatible port. It was reported that the ports were supplied only in blister packs without the outer box. As a result, important patient ID stickers were missing from the port pack tray, and there was no ability to mark the placement and final position of the catheter tip. Consequently, patient information and clinical records may be compromised. There was no reported patient injury.